Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was unresponsive on the ¿do you see drops¿ screen after the user received a replacement ilet and did not complete the initial setup; the user planned to let the device power down and then redo setup, and elected to use backup therapy in the interim. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of ilet use and transition to backup therapy without medical intervention. Investigation included troubleshooting and user education by phone. Investigation of this case revealed a user-interface responsiveness issue consistent with a touchscreen malfunction during setup, with no alerts or alarms reported and no confirmed hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup workflow interruption with a potential device software or touchscreen performance issue.